Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings:the pump black box showed an unconfirmed ¿replace battery¿ alarm on 03/08/2013 associated with a low battery voltage; the pump eventually entered a continuous reboot cycle when the battery depleted. The battery compartment was found to be cracked. The battery cap was not returned with the pump for testing. A test cap was inserted and the pump was exercised for 24 hours without issues. The pump was opened and no damage or intermittent connections were found. No power issues were duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter indicated that the pump was rebooting for several months. The patient reported that now the pump was emitting multiple replace battery alarms even after changing the battery making review of the pump impossible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.